Event description:
It was reported that the device was used during a total gastrectomy. The surgeon could not fire the device to break the washer. Another device was used to complete the case. There were no consequences to the pt.